Manufacturer narrative:
(B)(4). Catalog number is the international list number which is similar to us list number of 062910 it was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. A buried bumper is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2019, the patient experienced inflammation around the stoma site and a gastroenterologist scheduled a tubing replacement. On (B)(6) 2019, the patient was hospitalized due to the tubing issue. A buried bumper was found and the tubing was removed. On (B)(6) 2019, the patient underwent a new placement of peg and j tubes.